Manufacturer narrative:
Review of provided data dated (B)(6) 2024 revealed: - at 11:28, during the first attempt to interrogate the device ICD, many telemetry errors occurred while trying to read the ble connection keys from the device. As a result, the key cannot be read and the ble session was not possible, as reported - at 11:31, after the tablet is shutdown, many telemetry errors occurred again while trying to read the ble connection keys from the device, but the interrogation finally succeeded in ble and the connection is established. The root cause of the reported event could not be found with certainty, it is most probably due to a noisy environment. No general malfunction is suspected on the subject programmer or device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, in the operating room, the ICD is interrogated but it gives an error message after several attempts about a problem with the interrogation. The tablet was completely turned off and turned back on and the same problem occurs, I finally manage to interrogate but without a bluetooth connection. The ICD is changed and after finishing I interrogate the ICD again and this time without problems.